Manufacturer narrative:
An event of hypotension and pericardial effusion after the amulet implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported during procedure there was one partial recapture and the physician "then sub selected the anterior lobe and completed the procedure". The device was never completely retracted in the system. The patient's activated clotting time (act) levels could not be confirmed but the patient was administered heparin. The patient was in bed rest following the procedure and a post-procedural echocardiography at 5pm confirmed no pericardial effusion. It was reported later that evening, the patient became hypotensive after getting up and walking around after being cleared of bed rest. The physician confirmed pericardial effusion was observed in the pericardium and performed a pericardiocentesis. It was reported "just under 800cc" of fluid was drained. It was reported the physician believed the pericardial effusion was caused by an abbott device. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.